Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error. Customer stated that they were able to clear the alarm and rewind the insulin pump. Customer stated that the alarm reoccurred at the time of rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 37 alarms or pump error 130 alarms noted during testing. During visual inspection, no loose or disconnected motor flex connector noted on at electrical board 1. No damage noted on the motor. The motor was tested outside of the device and passed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).